Event description:
Began experiencing symptoms associated with breast implant illness within months of getting my allergan saline breast implants in 2014. Symptoms include: horrible brain fog, memory loss, hand weakness, numbness tingling in arms and legs, fatigue, headaches, back pain, anxiety, mood swings.